Manufacturer narrative:
A ge service representative performed an on site investigation. The battery and collimator cover need to be replaced. The customer canceled the service call. A follow up report will be filed when additional details become available.

Event description:
It was reported that the 9600 system had a battery error message during a case. The procedure was completed without incident. No patient injury was reported.